Manufacturer narrative:
The complaint investigation for falsely elevated alinity c carbon dioxide results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, trending data review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Review of tickets did not find any additional tickets related to the current issue for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint list number and the complaint issue. Historical performance was reviewed using data gathered from customers worldwide. The median population result for lot 63796uq03 is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c carbon dioxide assay, lot number 63796uq03, was identified.

Event description:
The customer observed falsely elevated alinity c carbon dioxide results for multiple patient samples, however only the following data was provided (customer¿s reference range 22 mmol/l - 31 mmol/l): initial = 32 mmol/l, repeat result after recalibration = 27.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c carbon dioxide results for multiple patient samples, however only the following data was provided (customer¿s reference range 22 mmol/l - 31 mmol/l): initial = 32 mmol/l, repeat result after recalibration = 27.7 mmol/l no impact to patient management was reported.